Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle could not be opened, and it was found the handle cannula was "lifted up". The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: device code a040609 captures the reportable event of handle cannula bent.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle could not be opened, and it was found the handle cannula was "lifted up". The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 11aug2025. An alliance handle was used with the trapezoid rx. The stone was about 2 mm. The basket could not be open and the handle was found bent. There was no stone inside the basket when it failed to open.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: device code a040609 captures the reportable event of handle cannula bent. Block h11: the returned trapezoid rx was analyzed, and the device was observed with the handle cannula kinked. The sheath was observed damaged under microscope inspection. Also, during functional test it was not possible to open/deploy the device basket. The reported event of handle cannula kinked was confirmed. Based on all available information, it is possible that handle cannula kink is due to the same force that was applied to actuating the handle. This force, or the technique used, may have made it impossible to open the basket during the procedure and could have caused the sheath to tear or become damaged under the pressure. Therefore, the most probable root cause is "adverse event related to procedure".

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: device code a040609 captures the reportable event of handle cannula bent. Block h2: correction to block h6. Imdrf device code a051104 has been added to capture the event "the handle could not be opened." Block b5 has been updated based on additional information received on august 11, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle could not be opened, and it was found the handle cannula was "lifted up". The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on 11aug2025*** an alliance handle was used with the trapezoid rx. The stone was about 2 mm. The basket could not be open and the handle was found bent. There was no stone inside the basket when it failed to open.